Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(4). Batch: 3145179. Artg: 275241. Product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(4). Batch: 5158634. Artg: 275241. Product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(4). Batch: 5165189. Artg: 275241.

Event description:
It was reported that the patients' implantable pulse generator (ipg) began to erode through the skin and that the header of the device was visible through the eroded area. The patient underwent an explant procedure in which the ipg and three leads were explanted. The physician stated that the patient recently lost 35 kilograms (kg) and that is why the device began to erode. No device malfunction is suspected. The patient was placed on antibiotics and is doing well postoperatively. The devices will not be returned for analysis as they were disposed of by the facility.